Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # r94069. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch r94069 number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the clips were not closing or forming correctly. The procedure was completed with an alternate like device with no patient consequences reported. There is no additional information.